Manufacturer narrative:
Investigation result: one mz5303 sample was received for investigation, in which the customer has stated: "during the insertion of a periferic venous catheter in a patient, I used a connector with a max zero reflux valve. When injecting saline, I noticed a leakage of saline on the device, and therefore a draught which would have caused air bubbles to enter." Residual fluid was present in the line. Two empty packets were received with the sample, one from lot 23089351, and one from lot 24039256. The customer has indicated that they do not know the correct lot number of the affected product. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe and the customer's experience was confirmed, as leakage was observed in the vicinity of the base of the maxzero. Upon closer inspection, it was noted that the male luer of the maxzero component had been cross-threaded onto the female luer prior to being solvent bonded in place. The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the leakage is most likely to have been caused by the maxzero connector not being assembled onto the tubing joint correctly during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 23089351 and 24039256 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, since the manufacture of the reported lot, the product has been transferred to an alternative manufacturing site; however, quality team will continue to monitor the incoming feedback and remain vigilant to reports of this nature. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the mz5303 product over the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector(s) was leaking. The following information was provided by the initial reporter, translated from french to english: when interrupting a peripheral venous catheter in a patient, I used a connection with a max zero anti-reflux valve. When injecting phy serum I noticed a leak of phy serum on the device, and therefore a draft of air which would have brought in air bubbles. So I changed the connection with the anti-reflux valve. I sent two packages with batch numbers, because I didn't know which corresponded to the defective device and which corresponded to the other one that I then installed. No consequence because I immediately noticed the leak, otherwise I think small air bubbles could have entered the catheter. Additional information received from customer: please confirm the make and model of the connected product(s). Bd max zero ref mz5303 please confirm if there is any visible damage to the assembly, such as cracks, splinters, or piston deformation. No please confirm the exact location of the reported defect in the assembly, in the maxzero or in the tubing together.